Manufacturer narrative:
Correction: lot number and device manufacture date provided.the hardware investigation found that the reported event was related to a hardware issue. As reported, the tip was twisted and broken off. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested for suspect lumbar probe. No parts have been received by manufacturer for analysis. On 12/15/2015, a medtronic representative, following-up at the site, was told that the location of the tip of the instrument is inconclusive. The surgeon determined that there was no harm to the patient due to the damaged instrument. No new information to prompt change in MDR eligibility status. Initial reportability decision re-affirmed

Event description:
A medtronic representative received a report on 11/18/2015 from a site that while in a spine procedure on (B)(6) 2015, the tip of a lumbar probe was twisted and damaged and visibly missing a piece off the end. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.